Event description:
It was reported while using the panel phoenix nmic/ID-485, the user noted that an unspecified number of patient isolates did not report as extended spectrum beta-lactamase (esbl) positive. The user stated when performing an immunochromatographic study for oxa-48, klebsiella pneumoniae carbapenemase (kpc), new delhi metallo-beta-lactamase (ndm), verona integron-encoded metallo-beta-lactamase (vim), and imipenemase (imp), resulted as negative, and the kirby bauer esbl study resulted as positive. No health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A valid lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: d4. Medical device lot #:1051750 d4. Medical device expiration date: unknown h4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information b5. Describe event or problem: it was reported while using the panel phoenix nmic/ID-485 a patient isolate (klebsiella pneumoniae) did not report as extended spectrum beta-lactamase (esbl) positive. The user stated they performed immunochromatographic study for oxa-48, klebsiella pneumoniae carbapenemase (kpc), new delhi metallo-beta-lactamase (ndm), verona integron-encoded metallo-beta-lactamase (vim), imipenemase (imp) and kirby bauer testing. The results were positive for carbapenemase and esbl negative. No health impact or consequence reported. Report 1 of 3.

Event description:
It was reported while using the panel phoenix nmic/ID-485 a patient isolate (klebsiella pneumoniae) did not report as extended spectrum beta-lactamase (esbl) positive. The user stated they performed immunochromatographic study for oxa-48, klebsiella pneumoniae carbapenemase (kpc), new delhi metallo-beta-lactamase (ndm), verona integron-encoded metallo-beta-lactamase (vim), imipenemase (imp) and kirby bauer testing. The results were positive for carbapenemase and esbl negative. No health impact or consequence reported. Report 1 of 3.